Event description:
Baxter global technical services (gts) associate (tsa) received a customer report of a colleague triple channel pump which indicated failure code 570:320 on all three channels during patient care. On (B)(6) 2011, while returning baxter's call, the facility reported the patient expired while connected to the device. Reportedly all three channels were in use at the time of the failure resulting in interruption of critical drug therapy and the need to switch to another pump. Norepinephrine, epinephrine, and milrinone were infusing at the time of the pump failure. The female patient was in the operating room at the time of the pump failure. Information provided by the facility risk manager on (B)(6) 2011 indicates: the patient was admitted on (B)(6) 2011 due to chest pain and chronic renal failure. Cardiac catheterization and three vessel by-pass was performed on (B)(6) 2011. On (B)(6) 2011 the patient required resuscitation and emergency interventions with mediastinal exploration and cardiopulmonary by-pass for resuscitation. A catheter was inserted and evaluation of grafts occurred. The pump was unplugged for transport to the operating room (or) and plugged into a wall socket. The pump was plugged in during the operation. Upon completion of the surgery, the pump was unplugged for patient transport back to ICU. Failure code 570 occurred immediately and affected channels a, b, and c. The patient required resuscitation with medication immediately. Medications administered included: calcium 2 ampoules, epinephrine 1 ampoule and bicarbonate 1 ampoule. Norepinephrine, epinephrine, and milrinone were continued as bolus until an alternate pump was obtained. Approximately 15 minutes passed until the patient was transported to ICU. Pre and post surgery the diagnoses were right ventricular failure and cardiogenic shock post by-pass. The patient reportedly was not a balloon pump candidate due to history of peripheral vessel disease. It is unknown what length of time had passed from the device failure until the patient expired. Per the risk manager, the patient was critically ill. The risk manager indicated she does not feel there was a causal relationship between the pump failure and the patient death. However, reportedly the physician indicated he did feel there was a causal relation. No autopsy was performed. No cause of death is listed.

Manufacturer narrative:
(B)(4). The device was has been sequestered. The device will be returned to baxter for evaluation. The facility biomedical department was unable to download the event history and no repairs were attempted by the facility. Reportedly all devices are plugged in when not in use. Batteries are changed according to recommendation.

Manufacturer narrative:
(B)(4). The colleague device was returned to baxter product analysis lab (pal) for evaluation. Evaluation results indicated: the reported problem of failure code (fc) 570 was not confirmed since the event history was wiped out by the occurrence of fc199 at power up. Fc199 is a result of battery depleted issue. The problem was confirmed. Fc199 was also reproduced. The cause was related to the batteries being older than 2 years. The rear housing was visually inspected and two lower rear housing screws were missing. The rear inverter and speaker harness were found disconnected. A battery discharge test was performed and failed within 3 seconds of being unplugged. Visual observation of the device show there was extensive fluid ingress around the from bezel gasket area as well as throughout the device. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A device history review was performed and no abnormalities were found. This device was serviced 1 time prior to the event and unrelated to this issue. A labeling review was performed and found to be adequate.